Event description:
It was reported that the asymptomatic patient presented for a routine follow-up in backup vvi. The presenting rhythm was intermittently 67.5 pulses per minute vvi paced. The pulse generator would be replaced, due to intermittent pacing and the patient's dependency.

Manufacturer narrative:
Na